Manufacturer narrative:
Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Investigation into the reported event remains ongoing and a follow-up MDR will be filed once results are obtained. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time. The twiist aid system user guide provides information about system alarms and the recommended actions associated with them, including the line blocked alarm. This guide also provides information about addressing elevated blood glucose and instructs users to always have a backup insulin therapy plan ready. The user remains ongoing on their twiist pump.

Event description:
An initial event notification was received by sequel med tech, llc, on (B)(6) 2026 and forwarded to millyard advanced medical products, llc, that same day. The user reported receiving line blocked alarms on (B)(6) 2026 and changing their cleo 90 infusion site to resolve the alarms. The user then experienced elevated blood glucose and received a high glucose alert. The user administered multiple boluses via the twiist pump, but their glucose remained elevated. The user then administered exogenous insulin, and their glucose decreased as expected. The user later reported that their glucose began to increase once again, prompting them to change their cleo 90 infusion site and tubing, as well as the twiist cassette. Upon removal, the user reported that pushing down on the valve parts of the twiist cassette drew bubbles into the cassette and did not push insulin through the infusion set tubing. The user is ongoing on their twiist pump.